Event description:
The biomed technician called baxter technical service on (B) (6)2010. The biomed technician reported an infus-or pump that infused propofol on a patient for about 1 minute and then stopped. The physician restarted the pump and then the pump infused for a minute or two and stopped again causing an interruption of therapy to the patient. The pump was then exchanged so, patient's therapy could continue. The physician reported the pump did not alarm when it stopped infusing. Biomed technician reported the physician is not willing to provide any additional information on this report. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available

Event description:
It was reported that during an aorta repair procedure, the first device was fired and the clip cut the vessel. A second device was pulled and when the device was fired the clip cut the vessel again. The vessel was clamped and sutured to stop the bleeding. Unknown how much bleeding occurred. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results of the device found that it was received in good condition. The device was cycled and one clip partially formed was fed due the antibackup failure. A potential cause of the event reported is during the clamping of the tubular structure the jaws were partially activated and it returned to open position due the antibackup failure. The next two firing sequences resulted in two clips with gap and then, a double feed incident was noted causing pear shaped clips. Finally, the device locked out as intended, but the orange indicator was beyond its intended position. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged ratchet pawl, anti-backup failure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.